Event description:
The technician reported that during a between patient inspection that the brakes were not holding when applied. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake caster had a worn most likely due to normal wear and tear. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.